Event description:
It was reported by the customer that their insulin pump shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. The customer, currently out of warranty, declined follow-up from technical support and plans to get a new device, while technical support documented the issue and closed the case.